Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended the customer to reseat the 30-degree endoscope and press the instrument arm clutch switch and this solved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed an inverted image while using the 30-degree endoscope. The customer received phone assistance from the technical support engineer (tse). The customer was instructed to remove the endoscope and press the instrument arm clutch switch, and it resolved the issue. The procedure was continued robotically without further problems. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope was installed in an up orientation. The reporter confirmed the desired orientation when the endoscope was installed. No damage was observed on the endoscope's adapter/base. Prior to the event, the endoscope was not manually rotated 180 degrees.